Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. The product specialist advised that no further information is available for this case. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of provided patient x-rays finds there is an appearance of lesser bone density in the region of the tibia just below the medial portion of the tibial tray. Information provided notes that a cyst had developed in the patient prior to the revision. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Revision of right total knee joint replacement. Date of primary tkr: (B)(6) 2007 right tkr. Date of revision surgery: (B)(6) 2013 history: patient developed knee pain nearly 12 months ago, and developed a baker's cyst approximately 3 months ago. The surgeon reported a good result from surgery. The explants are not available for analysis as the patient has requested to keep them. No operation notes are available. Xrays are provided. Patient initials, gender, dob and age are provided.